Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following plant evaluation.

Event description:
A peritoneal dialysis patient reported the noticing fluid at the bottom of the cycler during treatment. Treatment was cancelled. The patient's peritoneal dialysis nurse (pdrn) has been notified. The sample set was discarded. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.